Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the customer's insulin pump had an unexpected restart. The blood glucose level was unknown. Customer's wife stated that the insulin pump received another unexpected restart. The product will not return for the analysis.